Manufacturer narrative:
The hospital had a 3rd party service representative handle this issue. The resolution is unknown.

Event description:
The hospital reported a failure of the unit to switch to manual ventilation when requested. There was no report of patient involvement.